Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise that was reproduced with isometrics. An x-ray was performed and dislodgement of the rv lead was revealed. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition.